Event description:
Procedure type: sigmoidectomy. According to the reporter: after a sigmoidectomy by laparoscopy, the patient experienced pain in his abdomen. The patient had to be reoperated urgently as all staples have disengaged. The patient experienced peritonitis.

Manufacturer narrative:
(B)(4).